Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had air bubbles. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer stated that the air bubbles are big. The connection of the reservoir and via cap was weak. The issue happened three time on the same lot number. The customer was unable to remove the air bubbles from the reservoir. Customer had to change the reservoir. The reservoir will be returning for analysis.